Event description:
Related manufacturer reference: 2184149-2019-00017. During the procedure, there was ablation catheter movement. This was only affecting ablation catheters. The procedure was cancelled and there were no adverse events.

Manufacturer narrative:
One ampere¿ rf ablation generator was received into the lab for analysis. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance and temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. The generator was then tested in conjunction with a known good velocity system and ablation catheter where radio frequency energy output was measured during a simulated ablation/mapping procedure and no anomalies were identified throughout investigation as the catheter¿s position was accurately tracked and displayed over an extensive test period with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported catheter movement and subsequent cancellation could not be confirmed.